Event description:
Reporter indicated a vns pt, while in the ICU unit, experienced asystole that lasted for approx 4 seconds followed by a 2 to 1 heart block that lasted about 12 seconds. The pt has not experienced any other instances of arrhythmia since that occurred. The pt was under sedation when the event occurred. The physician indicated the arrhythmia seemed vagal to him in nature. The physician indicated the stimulation, coupled with the sedation, might have caused the asystole event. He also said he did not plan to change anything with the vns as the pt's seizures are controlled. Diagnostic testing was performed on the vns therapy system, which yielded normal results. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Ncp system labeling lists heart rate/rhythm changes as a potential adverse event possibly associated with surgery or stimulation.